Event description:
It was reported that the patient was taken to the hospital due to receiving several shocks. Therapy was delivered until a magnet was placed over the device at the hospital. The patient's heart rate was 109bpm. Dislodgement was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.